Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
It was reported the customer believed the pump was not delivering basal insulin. Tandem technical support examined the pump data logs and found the pump had declared multiple occlusion alarms. Additionally, it was reported that the customer received a cartridge alarm (alarm 1) during a bolus delivery. Reportedly, the cartridge was damaged. Lastly, the customer received multiple cartridge change errors during the loading sequence. During troubleshooting with tandem technical support, an o-ring was found on the pneumatic tap resulting in the cartridge not fitting on the pump. The customer removed the o-ring and successfully reloaded the cartridge onto the pump. The customer's blood glucose was 140-315 mg/dl.